Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, hyperglycemia or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 30 mmol/l (504 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks area. Upon removal, it was noticed that the cannula had retracted, indicating a needle mechanism failure. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied.